Event description:
It was reported that this right atrial (ra) lead potentially exhibited loss of capture (loc) at maximum output and farfield oversensing. Technical services (ts) reviewed the stored data and determined that the ventricular tachycardia (vt) episode appeared possible farfield on the ra channel, anti-tachycardia pacing (atp) therapy and 41 joule shock than converted the rhythm. Additionally, intermittent capture was noted as well on the presenting electrogram (egm). Ts recommended to perform an xray scan and provided general reprogramming recommendations no adverse patient effects were reported. This ra lead remains in service.